Event description:
It was reported that the patient had a worsening or exacerbation of a depression. The patient symptoms were noted as feeling sad, guilty, loss of pleasure, thoughts of dying but no plans to act on them, and feeling like crying. Intervention was noted as cymbalta 60 mg qd. It was noted that the patient would be seeing a psychiatrist soon to change medications as needed. It was indicated that the patient changed her antidepressants and now took lexapro 10 mg qd, as per psychiatrist¿s advice. The patient outcome was reported as resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v109631, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).